Event description:
3/2001 - the pt had a malfunctioning permacath which the attending physician requested the radiologist to evaluate for possible stripping. Injection in both ports showed fibrin sheath around both ports. During process to strip the catheter, the blue port fractured and the fractured catheter, fragment was removed by the radiologist. Red port stripping was successful. The following day, the cuff of the old distal segment tesio tubing was dissected out and tubing was removed. A separate tunnel was then dissected for a new tunnel. O.r. Discarded old permacath.